Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. The customer was instructed to reset the pump to resolve the issue. Reportedly, there was no adverse impact to the customer¿s blood glucose.